Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19027. The pt had two leads from the same lot implanted as part of her scs system. It was reported, the pt experienced effective stimulation until two years ago. At that time, the system "stopped working." The pt has not used or charged the system since then. As a result, the ipg is depleted.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.